Event description:
During endoscopic vein harvest for CABG the terumo vein harvesting system cuts the vein being harvested requiring sutures to be viable and compromising viability. FDA safety report ID# (B)(4).